Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070518.

Event description:
It was reported that the patient was experiencing stimulation in the rib area and not in the target area of the back. The physician determined through x-ray imaging the leads were implanted a bit too laterally. The patient underwent a revision procedure to reposition the leads. The patient was noted to be recovering well and receiving good coverage post procedure.